Event description:
The customer stated error code 1006, unable to process test, background read failure and error code 1007, unable to process test, activated read failure occurred on the architect analyzer. Replacing the reaction vessel lot resolved the issue. No impact to patient management was reported.

Event description:
Literature: heetla hw, staal mj, kiphuis c, van laar, t. The incidence and management of tolerance in intrathecal baclofen therapy. Spinal cord 2009; 1-6. Summary: this article presents a retrospective study long-term follow-up study was performed to quantify tolerance (a yearly increase of at least 100 mcg baclofen to maintain effect) in a cohort of all pts implanted between 1991 and 2005 with at least one year of follow-up with a minimum of one visit every six months which included ashworth ratings, dosing data of baclofen and dosing data of co-medication, as well as drug-related side effect reporting. The study also described the strategies to treat tolerance. Moreover the long-term drug-related side events were described. Reporting event: one pt developed tolerance according to the definition used in the study. The mode of infusion was switched from simple continuous to complex continuous dosing. The pt then received a one-day drug holiday after an increase from 450mcg/day to 575mcg/day in six weeks. The pt was carefully monitored in the hospital because of the potential risk of withdrawal symptoms. The pump was programmed to a minimal basal rate of 2-3mcg/hour for 24 hours. After restarting therapy the dose was stabilized at 300mcg/day for the next three years. Reference literature article attached to MFR report# 2182207200905890.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.